Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that health care provider (hcp) was doing a case with an ascenda catheter. The reporter was ¿not sure¿ if it was a revision or if there were any allegations related to the event. It was reported the hcp took a small excess piece of the catheter and applied the bovie (an electrocautery tool) to it and the catheter appeared to have some ¿crimping¿. The hcp asked about the effect of bovie on ascenda catheters versus old catheters without the braid. No further information was provided. It was later reported that it was a monopolar bovie that was used. It caused the catheter to ¿bend/crinkle/crimple¿. The reporter did not believe it impeded the flow of drug. The reporter had no other details or if it had even been implanted in a patient. It was later reported that the device manufacturer representative ¿didn¿t think¿ there was technically a patient event because nothing adverse occurred during the case. It was at the end of the case the hcp demonstrated the ¿crimping¿ effect that he had described. The representative considered the event a product issue. It was later reported that the hcp demonstrated the issue for the device manufacturer representative, it did not impede flow and the piece of catheter was ¿obviously¿ not used in the case. The representative had explained that the bovie shouldn¿t have been used directly on the catheter. It was later reported that the catheter was to be returned.